Event description:
86 y/o female admitted to hosp with history of complete heart block-mva, hr in 20's. Co lead on safety alert. Pt underwent insertion of a new pacemaker because of the age of the pacer. Lead impedance on lead was low with non capture and sensing difficulty. Pt did well after procedure and was discharged to home.